Event description:
A zoll icy catheter was placed in patient per protocol. Cold saline that is supposed to circulate through balloons in catheter, ran directly into patient instead. No harm. Saline leaked out of catheter.